Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation hemostasis for esophageal varices procedure performed on (B)(6) 2024. During the procedure, the endoscope was advanced into the patient's body successfully. Upon using the device, it was found that the handle wire could not be pulled out. After repeated attempts, it was still could not be pulled out. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: the ligator housing was returned with four bands already deployed, indicating that there was a deployment problem (bands unable to deploy).

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501captures the reportable investigation result of bands unable to deploy. Block e1 (initial reporter facility name): (B)(6). Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation found that the ligator housing was returned with no bands attached; however, there were four bands returned which were already deployed. The ligator housing teeth were in good condition. The handle had marks of trip wire was secured and it was not pulled up to take up the rest of slack. Per media analysis on the provided video, and it showed attempts where the trip wire could not be pulled out. Functionally, the trip wire was able to be pulled out. No other problems with device were noted. The product analysis revealed that the ligator housing was returned with four bands already deployed, indicating that there was a deployment problem (bands unable to deploy). Based on the device condition, there were bands already deployed. This problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. Therefore, the most probable root cause of this complaint is adverse event related to procedure.